Event description:
Boston scientific received information that this patient presented with pericardial effusion and received medication. The device remains implanted.. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.